Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent became "stuck" in the lesion, the shaft fractured and a dissection or thrombus was noted. The lesion was located at a bifurcation of the left anterior descending artery (lad) and a diagonal artery. A 2.75x16mm promus element stent was deployed in the lad. A balloon was advanced to the diagonal artery, but could not cross through the stent in the lad. A 2.75x12mm promus element stent was advanced, but became "stuck" in the mainstem artery. At this point, angiography showed thrombus or a dissection in the lad. As the physician was attempting to remove the stent it became tangled with a guide wire. The physician pulled on the stent delivery system and the shaft fractured. The proximal portion of the stent delivery system was removed, while the stent and the distal portion of the delivery system remained on the wire inside the patient. A balloon pump was inserted via the right femoral artery; heparin and adrenalin were administered. The patient's systolic blood pressure dropped to 80. All devices were removed and a 2.5x12mm promus element stent is advanced but cannot cross the lesion. The physician ended the procedure at this time. The patient was transferred to the ICU with the balloon pump still inserted. No further patient complications were reported. Patient status is listed as stable.

Event description:
It was further reported that the patient presented with an abnormal result from a stress test. The eccentric lesion was between 85 - 90% stenosed and was in a non tortuous bifurcation of the left anterior descending artery and the first diagonal artery with no visible calcification that had a diameter of 2.5-2.75mm. The physician direct stented when placing the stents. There was no flow phenomena noted at the time of the shaft fracture. The patient also experienced chest pain and sweating. After the balloon pump was inserted, the patient was resuscitated. An ostial lesion was left untreated in the first diagonal.